Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank graphical user interface (gui). No additional info was available at the time of the report.